Event description:
It was reported that the programmer would not turn on. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.